Event description:
It was reported that during a left axillary node clearance procedure, on using the clip applicator to apply clips to vessels in the left axilla of the patient, the device failed to clip the blood vessel, but instead cut the vessel. The item was immediately removed from the surgical field and retained. Another same like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.